Manufacturer narrative:
Lot review: suspect lot# 3314279 showed that (B)(4) units were manufactured, tested, inspected and released in september 2016, citing no exception documents. Visual inspection: received: one opened ch3034, 5" (13 cm) bag spike adapter w/spiros® w/red cap, vented cap; reported lot# 3314279 and one opened bbraun space line ref# (B)(4), lot# 16l10e8st1. The admin set was spike into the ch3034. Functional testing: a bbraun space line pump set was returned inserted into a ch3034 bag spike adapter with spiros. The returned ch3034 bag spike adapter with spiros was not be the used device reported to have leaked. The entire fluid circuit, as returned, was pressure leak tested and no leakage was observed at any location along the fluid circuit and no ch3034 bag spike adapter with spiros leakage when the spiros was in the activated or unactivated positions. Final investigation summary: the complaint of ch3034 bag spike adapter with spiros leakage was unable to be confirmed or replicated. The ch3034 bag spike adapter with spiros met pressure leak expectations outlined in the product performance specification. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding one ch3034, 5" (13 cm) bag spike adapter w/spiros® w/red cap, vented cap; lot# is unknown. Report states: after about one hour the nurse noticed that the drug was leaking out from the bottom of the spiros/luer lock end of the ch3034 and therefore stopped the infusion (although it was nearly complete anyway). They were not sure whether it was the line that was leaking from the air-inlet or from the bottom of the ch3034 initially but as they have not kept the set in question we have no way of being 100% sure. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: suspect lot# 3314279 showed that (B)(4) units were manufactured, tested, inspected and released in september 2016, citing no exception documents.

Event description:
Complaint received regarding one ch3034, 5" (13 cm) bag spike adapter w/spiros® w/red cap, vented cap; lot# is unknown. Report states: after about one hour the nurse noticed that the drug was leaking out from the bottom of the spiros/luer lock end of the ch3034 and therefore stopped the infusion (although it was nearly complete anyway). They were not sure whether it was the line that was leaking from the air-inlet or from the bottom of the ch3034 initially but as they have not kept the set in question we have no way of being 100% sure. No adverse patient consequences reported.